Event description:
On (B)(6) 2013, it was reported there were air bubbles in the insulin cartridge. No additional information was provided. The pump was unavailable at the time of call to troubleshoot. This complaint is being reported because the alleged issue was not resolved. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.